Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). The full facility name was provided as (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for phos2 phosphate (inorganic) ver.2 (phos) on a cobas 8000 c 702 module (c702). The erroneous result was not reported outside of the laboratory. The sample was initially tested on a different analyzer (analyzer a), resulting as 0.83 mg/dl. The sample was repeated on the complained c702 analyzer, resulting as 2.27 mg/dl. The sample was repeated on the other analyzer (analyzer a), resulting as 0.8 mg/dl. The sample was repeated on the problem c702 analyzer, resulting as 0.88 mg/l. A value of 0.8 mg/dl was reported to the doctor. No adverse events were alleged to have occurred with the patient. The phos reagent lot number was 25041801, with an expiration date of 31-aug-2018. The customer performed precision studies using the complained sample and a second sample from the patient. Calibration and quality controls did not show any evidence of an issue.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Upon review of the alarm trace, there were no relevant alarms related to the event.